Event description:
Pt on continuous heparin infusion to maintain anticoagulation, via another MFR's pump. Frequent "occlusion-patient side" alarms activated but no apparent occlusion noted. All tubing and also pump was changed, however situation with alarm continued. When the needle lock was disconnected it was noted that there was no free flow of fluid through the needle. A third lock was primed, flow noted, and attached to the "y" site. The pump infused without further alarm. A similar situation was reported to MFR one month prior to this occurrence, with the defective product sent to them at that time. (9/10/96) also of note: there are at least three similar anecdotal descriptions of this problem, but product was not saved. This also reported to MFR's qi 10/9/96. Pt experienced no wide swings in aptt due to interruption of medication administration.